Event description:
Have at least 4 patients now who are extremely reliable, reporting that freestyle libre continuous glucometer is between 20-60 points off on blood sugar levels. Several of them have actually requested going back to fingerstick glucose measurements due to car accidents and scary hypoglycemic events. FDA safety report ID# (B)(4).